Manufacturer narrative:
H10: internal complaint reference: (B)(4) d4, lot no.: the following are the lot numbers reported: 51059658 (2 devices), 51079977 (1 device) however, it is unknown which of the 3 contributed with the delay greater than 30 minutes. D4, exp. Date: expiration dates for each of the 2 lots reported: 23-aug-2025 (2 devices), 03-nov-2025 (1 device). H4, mgf. Date: manufacturing dates for each of the -x quantity-lots reported: 23-aug-2022 (2 devices), 03-nov-2022 (1 device).

Event description:
It was reported that, during a shoulder stabilization procedure, three (3) microcrater knotless anchors would not deploy. The black knob on the inserter of the first device would not rotate, then, an attempt was made with a second device, however, the same problem occurred, a third device was tested outside the patient and the black knob would not rotate. Surgery was completed after a significant delay, using a back-up device in the originally drilled bone hole. No void was left in the patient and no further complications were reported.

Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection of the returned devices found that they are not in their original packaging. Device 1 was returned with no anchor or suture material. Device 2 was returned with the distal anchor on the suture threader but no suture material. Both devices have biological debris on them. A functional assessment of the returned devices found they both actuate as intended when the knob is turned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.